Event description:
It was reported that unspecified number of bd luer-lok¿ syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: details of complaint (reported issue): moisture evident on top of the syringe (plunger end). The syringe was not used, same lot number syringes also removed. Please see attached. Complaint noticed: prior to use. Problem frequency: a few times.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-jun-2023. H6: investigation summary: it was reported there was moisture on the tope of the syringe. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed with 10x magnification and no defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 2362081. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that unspecified number of bd luer-lok¿ syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: details of complaint (reported issue): moisture evident on top of the syringe (plunger end). The syringe was not used, same lot number syringes also removed. Complaint noticed: prior to use. Problem frequency: a few times.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.